Event description:
It was reported that a patient presented with inappropriate anti-tachycardia pacing noted due to incorrect interpretation of signal. Programming changes were recommended. No adverse patient consequences were reported.